Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg) ranging from (300-565) mg/dl; cause was unknown. Correction boluses via the pump and manual injections were administered to lower bg. Reportedly, the customer had manual injections and an alternate pump available for insulin therapy.